Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/03/2018. Corrected information: device not returned to manufacturer.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nasal hernia surgery procedure in 2018 and a suture was used. During surgery, the tip of needle broke when suturing. The tip was successfully retrieved from the patient¿s body. There were no adverse patient consequences reported. No additional information was provided.